Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. Nurse is calling on behalf of the customer. The customer is concerned with test results from results obtained of 283 and 508 mg/dl. The customer's expected fasting blood glucose test result range is 180 - 280 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/25/2018 and strips have been opened for two months at time of call. The meter memory was reviewed for previous test result history (date/time not set correctly): (B)(6). Memory concerns: customer is concern with all these results.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and returned test strips. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. Nurse is calling on behalf of the customer. The customer is concerned with test results from results obtained of 283 and 508 mg/dl. The customer's expected fasting blood glucose test result range is 180 - 280 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/25/2018 and strips have been opened for two months at time of call. The meter memory was reviewed for previous test result history (date/time not set correctly): (B)(6). Memory concerns: customer is concern with all these results.